Event description:
It is reported that the patient was revised due to infection. A new liner and head were implanted.

Manufacturer narrative:
This report will be amended when out investigation is complete.